Event description:
The customer reported that an erroneously elevated total hcg (thcg) patient sample result was obtained when processed on an atellica ci 1900 analyzer (s/n: (B)(6). An initial elevated result was obtained for the patient sample in question. The elevated result was reported to the physician who questioned the result. The same sample was then reprocessed on an alternate atellica ci 1900 analyzer, which produced a lower result. The lower result was considered correct as it was consistent with the clinical picture of the patient, and a corrected report was issued to the physician. There are no known reports of patient intervention or adverse health consequences due to the elevated thcg result.

Manufacturer narrative:
A united states (us) customer contacted siemens and reported that an erroneously elevated total hcg (thcg) patient sample result was obtained when processed on an atellica ci 1900 analyzer. Siemens evaluated the instrument data, the information provided by the customer, and the instrument performance, which included the siemens customer service engineer (cse) total service visit. A visual inspection of the sample tube showed no evidence of bubbles, foam, or fibrin. Thcg calibration was valid, and quality control results were within range both before and after testing the specimen. No issues were identified with other patient samples. The sample was not returned for internal investigation because the reported elevated result was non-reproducible. During the service visit, the cse inspected the analyzer and replaced the acrylic wash block assembly, including tubing and fittings, tightened o-rings, and replaced valves. Following the routine troubleshooting intervention, the reported issue was resolved. Based on the available information, the cause of the discordant elevated result was unable to be determined. The instrument is performing according to specifications, and no further evaluation is required.